Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the screw showed signs of locking ring deformation. Plausible causes is freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error. Conclusion: a possible cause of the reported event is likely both design related and user related.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the root cause of locking clip failures can be attributed to freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error. Conclusion: a possible cause of the reported event is likely both design related and user related.

Event description:
While putting in the screw the locking ring came apart from the screw.

Event description:
While putting in the screw the locking ring came apart from the screw.